Event description:
The reported incident involved a shoulder arthroscopy procedure performed in 2003. The device was reported to have delaminated during the procedure. A second wand was used in the same procedure with a similar claim, delamination of the distal tip of the wand. The physician completed the procedure by performing an open acromioplasty. Subsequently following treatment, it was reported the pt continued to experience pain and weakness in the shoulder area. A second procedure was performed in 2004. It was reported the pt had a cartilaginous defect in the superior hemorist. In 2005, the pt underwent a third procedure in which a foreign body was removed. The foreign body was reported to be a fragment from the arthrocare arthrowand. This event was originally reported to arthrocare in 2003. The sales rep reported the delamination of the wand did not result in material falling into the surgical site and no pt injury as a result of the event.